Manufacturer narrative:
Correction e. First name/last name: these fields have been updated correction e. Facility name/street 1/street 2/city/postal code/phone number: these fields have been updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that following the completion of the priming process and immediately after connecting the patient to the pump, an uneven and unbalanced blood flow was observed inside the oxygenator membrane.it was reported that the blood circulated abnormally with a turbulent flow pattern in one section of the oxygenator.in addition, a decrease in po2 levels was reported , which required multiple additional doses of heparin during the procedure.the use of the device was unknown. There was no adverse patient effect associated with this event.